Manufacturer narrative:
(B)(6). If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the surgeon was having issues with the preload delivery system when advancing pcb00 intraocular lens (iol) into the patient's eye. Per account, iol advanced forward to the point that the leading haptic was in the eye and lens optic was folded up in the wound. During inspection, the plunger tip/rod was bent, so iol could not advance as far as it would if it was straight. The surgeon pulled the lens out of the wound and there was no injury in the patient's eye. Customer opened a second pcb00 iol and the same issue reoccurred as the plunger was bent also. Customer then used a non-jjsv lens as there were no more pcb00 iol 25.0d on the shelf. Per customer, they felt that there was enough viscoelastic, the plunger advanced forward to both black marks easily and the surgeon got a "click" at the second black mark. And the customer is regular user of iol. It was noted that there was no patient injury and there was no delay in surgery. No additional information provided. This report pertains to iol serial number (B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/18/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded insertion device (model pcb00) was received inside the original box. The plunger was observed in advanced position and was gently pulled back and found locked. The pcb00 device was observed under the microscope and no traces of viscoelastic were observed at the cartridge. Dfu (direction for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). The pcb00 cartridge was observed cracked. There were no damages observed on the assembly, neither flashes (screw thread and nut thread were found without damages). The intraocular lens was observed stuck at the cartridge tube. The pushrod broke through the cartridge wall and it was observed bent. This could be related to the force exerted after the lens got stuck. The customer's reported complaint was verified. However, based on the observations of the damages observed a product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional investigation for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.